Event description:
During morning check, customer noticed that the readout values of collimator and jaws did not agree with the actual positions (all other readouts were ok). Both primary and secondary readouts were in coincidence with the same wrong values. Moving the collimator and the jaws was possible. There was no interlock by the clinac. The readouts were far off. Collimator was physically 0 degrees, the readout (iec) showed 258.9 degrees. Moving the collimator to approximately 45 degrees physically, the readout showed 279.5 degrees. Moving the collimator to approx. 315 degrees physically, the readout showed 238.2 degrees. The collimator jaws were approx 10x10 cm field physically, but readouts showed y=35 cm and x=27 cm. Troubleshooting: after checking and re-plugging cable w11 (console-aux electronic) and w14 (aux electronic-collimator), the failure was gone.